Manufacturer narrative:
The device was manufactured 07/11/2017 - 07/12/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) clearlink continu-flo solution set would not prime. There was no patient involvement. No additional information is available.